Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6947 implantable tachy lead - 2008-(B)(6), 1156t competitor implantable pacing lead - 2008-(B)(6), (B)(4).

Event description:
It was reported that during an atrial fibrillation (af) ablation procedure, the atrial lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a distal portion was received measuring 35 cm and was analyzed. No anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.